Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the pump did not work. A new 18 cm x 12.5 mm ambicor penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.